Event description:
It was reported that a pericardial effusion occurred. A small pre-existing pericardial effusion was seen prior to the start of a left atrial appendage (laa) closure procedure via transesophageal echocardiography (tee). A watchman access system (was) and a 27mm watchman flx closure device and delivery system (wds) was selected for use. Deployment of the wds was attempted with multiple recaptures required due to difficult chicken wing anatomy. The physician could not get the device in a position to be able to evaluate position, anchor, size and seal (pass) criteria and elected to abort the procedure. The physician noted that the pericardial effusion had grown larger in size. The patient remained hemodynamically stable, and a pericardial tap was completed to treat the effusion removing 190ml of blood. The patient was kept in the hospital overnight and discharged the next day.